Event description:
A caller reported a malfunction on their pump. The impact on the customer's blood glucose level was unknown as they declined to answer whether their blood glucose exceeded a certain level. Technical support assisted the customer in resetting the pump as the malfunction code was resettable, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact support again if any malfunction code recurred, which they acknowledged and understood.